Event description:
On 5/25/1998, home patient reported that she "felt faint" during treatment on homechoice device. Four days later, home patient's daughter states home patient presented to the hosp on 6/1/1998 with "stomach problems" after using the homechoice cycler for automated peritoneal dialysis therapy. According to home patient's daughter, the home patient had "irregular heartbeat, bloodclots, and toxins built up in her blood", and is now in the process of converting to hemodialysis. Home patient has not yet been released from hosp care. Healthcare professional reports home patient was hospitalized for hypertension and fluid overload. Although the healthcare professional does not feel the homechoice device is attributable to the hospitalization, she cannot say why home patient became fluid overloaded. Healthcare professional unable to provide any further details.

Manufacturer narrative:
The device was evaluated at the manufacturing facility. Review of the eventlog data revealed on 5/28/98, the patient had ended therapy early during drain 1 of 5 prior to drain completion, resulting in a negative ultrafiltrate volume of -1290ml. Therapy was initiated on 5/29/98, and encountered a "check lines and bags " alarm during the priming sequence. "Check lines and bags" indicates the cycler could not obtain fluid from the heater line or deliver fluid to the drain line, and may occur during priming when the heater or the drain lines are occluded. Eventlog data reveals the alarm was cleared and therapy continued on, filling with patient with the programmed day fill volume, amounting to 999ml. The "stop" key was pushed and the device was turned off and back on, at which time the "stop" key was was pushed again. Therapy was discontinued, with the fill volume of 999ml remaining in the patient. At the manufacturing facility a simulated patient therapy was attempted but encountered a system error 2042. Internal inspection revealed a hole in the positive pressure pump tubing. The tubing was repaired and a therapy was performed. During the therapy no problems were encountered and the device was found to be operating normally and within design specifications.